Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic), and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, beginning (B)(6) 2016, ventricular sic up to 47; ventricular tachycardia (vt) non sustained (vt-ns) episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. Vf episode on (B)(6) 2016 was detected inappropriately due to lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to inappropriate therapy administered and apparent fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.